Event description:
The customer contacted global technical services (gts) regarding a high drain/call pd nurse alarm (indicates the patient drained greater than (B)(4) of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) after use. The home patient (hp) said every time they use the red bag of solution they get the alarm. They did not want another hcp sent out. The hp said this was their fourth hc. They stated they would follow up with their registered nurse (rn). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported alarm. The nurse had been made aware of the alarm. Ps informed the nurse that past high drain alarms for this patient appeared to be caused from the tidal ultrafiltration (uf) removal setting being set too low, and this alarm could potentially be caused from this setting being set too low while the patient was using the higher solution red bags. The nurse agreed this was likely the cause. She stated that she spoke with the patient last night and stated that he has been doing fine since then. She stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The homechoice device was operational and was not returned for evaluation. The product analysis lab (pal) confirmed the reported increased intra-peritoneal volume (iipv) based on reported information. Baxter informed the nurse that this alarm could potentially be caused from the tidal ultrafiltration (uf) removal setting being set too low while the patient was using the higher solution red bags. The assignable cause was determined to be use error, tidal total uf removal set too low due to use of higher dextrose solution than usual. The following labeling was reviewed: (B)(4), (B)(4) 2010 homechoice apd systems trainer's guide. Section 12 "programming a prescription" in 12.4.4 and 12.4.5 pgs 12-28 to 12-40 gives instructions on how to set the tidal therapy settings. Pg 12-30 has the warning that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy. This can result in an iipv situation. "The total uf is defined on page 12-30 as "total uf expected for the nighttime portion of the therapy. The system calculates the uf per cycle. The uf per cycle plus the tidal volume is the amount of solution drained during each tidal drain." The suggested setting for total uf is described on pg 12-30 as "seventy percent of the normal night uf is a good starting point for determining the optimum total uf. " pg 12-31 also has the note that "if you use a solution for a tidal therapy that is different from the solution used in the previous therapy, you may need to adjust the total uf based on the concentration of the new solution." A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.